Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2016 the patient underwent a primary rsa procedure in the right shoulder. Starting an unknown date, the patient had suffered from a shoulder dislocation(s). On an unknown date the patient fell over and suffered from fractures in the acromion and the collarbone. On (B)(6) 2022 the patient underwent a revision procedure, and it was found that the cup in question had heavily worn out. They replaced the cup in question with a standard cup 38+9. With regard to the revision procedure, the surgeon commented possible causes of the event (postoperative shoulder dislocations) as follows: the fractures might have triggered the event. In addition to the fractures, the cup in question might have already worn out because the patient gradually used to have difficulty raising and/or abducting the shoulder. This kind of difficulty with moving the shoulder might have been triggered by the weakened deltoid and/or the worn-out cup. Doi: (B)(6) 2016; dor: (B)(6) 2022; right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.